Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was able to confirm a leak coming from a tear in the shaft outer member when the device was pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be an object being pushed through the inner member and damaging the outer member, resulting in the reported leak. It is unknown if the object was a result of manufacturing or occurred during use. All devices are tested for leaks prior to packaging and the devices will continue to be monitored.

Event description:
It was reported that during preparation of a xience xpedition 3.0 x 18 mm a leak was confirmed from a hole about 3 cm proximal from the stent implant. The procedure was continued using a non-abbott drug eluting stent (des). There was no clinically significant delay in the procedure and no patient involvement. No additional information provided.